Event description:
A 24 mm diameter x 14 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology size are unk. It was reported that the physician felt he accurately placed the stent graft however, upon final review the stent graft had migrated proximally covering the renal arteries. The physician elected to insert a balloon into the stent graft and was able to pull the stent graft back for correct placement. There are no films available for review to determine a root cause of the stent graft migration. No additional clinical sequelae were reported and the pt is reported to be fine.